Event description:
Caller reported an error with continuous glucose monitor (cgm) indicating an error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller was able to successfully start their sensor session after the pump reset, with no recurrence of the error code.